Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value was 19 mmol/l at the time of incident. Customer¿s current blood glucose is 19 mmol/l. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because of high blood glucose value. The drive support cap appears normal. The insulin pump will be returned for analysis.